Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 0154 competitor lead, implanted: (b)(60 2002; 5076-52 lead, implanted: (B)(6) 2002; 419688 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that there was oversensing. The lead remains in use. No patient complications have been reported as a result of this event.